Event description:
It was reported that the patient presented for a routine follow-up. A stored episode of vt being misdiagnosed as svt was noted. The rhythm broke spontaneously on its own. The patient was scheduled for follow-up. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.